Event description:
Bayer case number: (B)(4) pelvic pain [pelvic pain female] , asthenia [asthenia] , headaches [headache] , vertigo [vertigo] , abdominal pain [abdominal pain] , joint pain [joint pain] , lumbalgia [lumbalgia] , tendinitis [tendinitis] , shortness of breath [shortness of breath] , feeling of heavy legs [heaviness in leg] , transit disorders [neurological disorder nos] , adenomyosis [adenomyosis] , depressive syndrome [depressive syndrome] . Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted (lot no. He011fp) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of cystitis and sleep disorder in 2015, uterine fibroma, tendinitis and ovarian cystectomy (2015) in 2014, depressive syndrome in 2012, gastritis and vertigo in 2011 and abdominal pain, rectorrhagia, constipation, drug allergy (ferrous sulfate, iodine, codein, morphin allergy (allergy to tardyferon and lamaline)), shingles, intervertebral disc bulging, osteoarthritis of cervical spine, cervicalgia, migraine, genital herpes, automobile accident (skiing accident at the age of 20 and a car accident, which may explain the loss of the physiological curvature), elective abortion (2010 & 2016) and parity 3 (2002, 2003 and 2004). Previously administered products included: mirena and optimizette. Concurrent conditions were listed as rectorrhagia, anal fissure, bulky uterus, adenomyosis, gastritis, polyclonal hypergammaglobulinemia and monocytosis. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2020. On unknown date she experienced pelvic pain (seriousness criterion hospitalisation), asthenia ("asthenia"), headache ("headaches"), vertigo ("vertigo"), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), back pain ("lumbalgia"), tendonitis ("tendinitis"), dyspnoea ("shortness of breath"), limb discomfort ("feeling of heavy legs"), nervous system disorder ("transit disorders "), adenomyosis ("adenomyosis") and depression ("depressive syndrome"). The patient was hospitalised from (B)(6) 2020. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, adenomyosis, arthralgia, asthenia, back pain, depression, dyspnoea, headache, limb discomfort, nervous system disorder, pelvic pain, tendonitis and vertigo to be related to essure administration. The reporter commented: essure insertion details: 3 coils at the right and 4 coils at the left. Since the insertion of essure, the patient presented various symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2019: no abnormalities found. The doctor noted diffuse abdominal pain after surgery during the consultation on (B)(6) 2019 [electromyogram] on (B)(6) 2020: found no evidence of trunk or root involvement [endoscopy] on (B)(6) 2019: mention of rectal polyp which was removed and gastritis [mammogram] on (B)(6) 2018: significant mastopathy on the left side. [Ultrasound pelvis] on (B)(6) 2018: due to left pelvic pain and showed essure in place, uterine myoma.; on (B)(6) 2020: concluded with an endocavitary image to be monitored and right ovarian cyst; on (B)(6) 2020: the examination revealed a globular uterus and diffuse adenomyosis. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.